Manufacturer narrative:
The pump passed the displacement test, stop (idle) current test, run current test, self test, off no power test, unexpected restart alarm error test, seat/rewind/basic occlusion test, occlusion test and the excessive no delivery test. Pump failed the prime/compromised force sensor system alert test due to faulty fsr (gold). No pump error alarms noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was unknown. The device will be return for analysis.